Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to deliver hypothermia using arctic sun device s/n (B)(6), but water was not flowing through the pads. The flow rate was 0lpm, inlet pressure (ip) was -9.3psi, circulation pump command (cpc) was 0%. Pump hours were 638, system hours were 2863. Had nurse stop therapy and empty the pads. Alarm 07 (empty pad cycle not complete). Started therapy in manual mode with pads disconnected. Flow rate (fr) was 0lpm, inlet pressure (ip) was -9.8psi, circulation pump command (cpc) was 0%. Removed fluid delivery line (fdl). Remained flow rate (fr) 0lpm, inlet pressure (ip) was -9.4psi, circulation pump command (cpc) was 0%. Alarm 41 (low internal flow). Asked nurse to send device to biomed labeled with no flow.

Manufacturer narrative:
Correction: d. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The flow rate was 0lpm, inlet pressure (ip) was -9.3psi, circulation pump command (cpc) was 0%. Pump hours were 638, system hours were 2863. Had nurse stop therapy and empty the pads. Alarm 07 (empty pad cycle not complete). Started therapy in manual mode with pads disconnected. Flow rate (fr) was 0lpm, inlet pressure (ip) was -9.8psi, circulation pump command (cpc) was0%. Removed fluid delivery line (fdl). Remained flow rate (fr) 0lpm, inlet pressure (ip) was -9.4psi, circulation pump command (cpc) was 0%. Alarm 41 (low internal flow). Asked nurse to send device to biomed labeled with no flow. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to deliver hypothermia using arctic sun device s/n (B)(6), but water was not flowing through the pads. The flow rate was 0lpm, inlet pressure (ip) was -9.3psi, circulation pump command (cpc) was 0%. Pump hours were 638, system hours were 2863. Had nurse stop therapy and empty the pads. Alarm 07 (empty pad cycle not complete). Started therapy in manual mode with pads disconnected. Flow rate (fr) was 0lpm, inlet pressure (ip) was -9.8psi, circulation pump command (cpc) was0%. Removed fluid delivery line (fdl). Remained flow rate (fr) 0lpm, inlet pressure (ip) was -9.4psi, circulation pump command (cpc) was 0%. Alarm 41 (low internal flow). Asked nurse to send device to biomed labeled with no flow.